Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer stated that the pump was malfunctioned and pump was beeping and showed a picture of pump with x and looks like a book. Customer reports they received a critical pump error image on the pump screen. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received stuck in critical pump error (open book image) and unable to download due to moisture damaged on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, moisture damage on force sensor assembly and moisture damage on motor home switch.